Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 20mm synergy ii drug-eluting stent (des) was advanced to treat the lesion. However, during insertion, it was noted that the shaft broke. The device was completely removed from the patient's body and the procedure was completed with another synergy des. No patient complications were reported and the patient's status was stable.